Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized and treated with injection vancomycin (1gm, every 3rd day, discontinued) and injection amikacin (100mg, three times daily, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.